Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including syncope, previous bio prosthesis aortic valve repair, chronic obstructive pulmonary disease, diabetes mellitus, hypertension, peripheral artery disease, dyspnea, chronic kidney disease, end-stage renal disease, and previous stroke, atrial fibrillation/flutter, and permanent pacemaker implant. Complications reported included device embolization, stroke, transient ischemic attack, renal failure, hematoma, pseudoaneurysm, atrial fibrillation, unexpected medical intervention (device snared, temporary pacemaker), surgical intervention (additional valve implanted); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: early outcomes of balloon-expandable myval, sapien-3, and self-expandable valves in aortic stenosis: propensity score-matched analysis b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "early outcomes of balloon-expandable myval, sapien-3, and self-expandable valves in aortic stenosis: propensity score-matched analysis", was reviewed. This research article is a retrospective single-center experience to evaluate the early safety and hemodynamic outcomes of balloon-expandable myval, sapien 3, and self-expandable valves in patients with aortic stenosis (as) undergoing transcatheter aortic valve implant (tavi) in real-world procedural conditions. The devices included in the study were myval, sapien 3, evolut, evolut r, evolut pro, evolut pro+, evolut fx, hydra, acurate neo, acurate neo 2, portico and navitor. The article concluded that safety and efficacy outcomes were comparable among three cohorts, except for higher ppi rate in self-expandable valves cohort. At 30 days, clinical outcomes showed acceptable rates of stroke and death. Valve hemodynamics were excellent, with low rate of pvr in myval cohort. "[The primary and corresponding author was ravinder singh rao, department of cardiology, rajasthan hospitals limited, jaipur, rajasthan, india, with corresponding e-mail: rsrao.sn@gmail.com.]" This study included patients who underwent tavi from 01 april 2016 to 31 january 2024. A total of 315 patients were included in the study, of which less than 50% received an abbott device. The average age was 72 years. The majority gender was male. Comorbidities included syncope, previous bio prosthesis aortic valve repair, chronic obstructive pulmonary disease, diabetes mellitus, hypertension, peripheral artery disease, dyspnea, chronic kidney disease, end-stage renal disease, and previous stroke, atrial fibrillation/flutter, and permanent pacemaker implant.